Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an atrioventricular (av) node ablation, the patient went into ventricular fibrillation (vf) and coded. Simultaneous internal and external shocks were delivered to rescue the patient. Additionally, the device was programmed to electrocautery protection mode and electrocautery while electrocautery was in use, rf telemetry was lost and the device stopped pacing. The patient was noted to be pacemaker dependent. The leads were connected to a pacing system analyzer (psa) to provide pacing support for the patient. An attempt was made to perform a wanded interrogation of the device with a programmer, however, the device was unable to be interrogated. Boston scientific technical services (ts) recommended device replacement. The device was explanted and replaced with another manufacturer's device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified tool marks and electrocautery marks on the exterior device case. The device could not be communicated with in the laboratory. An x-ray of the device noted no anomalies. The device case was removed to facilitate inspection of the internal components. No irregularities were noted upon visual inspection. The device battery voltage was noted to be very low, at 0.43 volts. The device battery was removed and replaced with an external power source. Detailed testing found the hybrid assembly had been damaged, resulting in premature battery depletion and the inability to communicate with this device as well as the observed lack of pacing. The hybrid assembly damage may have been due to exposure to ablation, electrocautery, or the reported external shock; however, the exact root cause is unable to be determined.